Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
It was reported that a home patient (hp) had continued using the same supplies after clearing a system error (se) 2240 alarm with the homechoice (hc) and being advised to discard the supplies and finish manually. The hp was still connected and had 3 bags connected, with solution in the heater bag only. The most recent se 2240 alarm occurred during use, during prime. The home patient had previously cleared an se 2240 alarm by cycling power in dwell 4 of 4 and was advised to discard the supplies and finish manually. The technical service representative reviewed the alarm and log with the hp. There was an se 2367 and se 2240 alarm ((B)(4)). The hp was in drain cycle and hadn't disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.